Event description:
This pt was undergoing surgery for right carotid stenosis. An incision was made after cutting down through the skin and platysma with an electrosurgical pen. When the carotid sheath was about to be opened and a bleeding point was being cauterized, there was a sudden fire. The drapes around the pt's face and neck caught fire: the pt was receiving oxygen via face mask. The fire was extinguished. The pt was intubated to protect their airway. The pt sustained burns to their face, neck, and upper chest. Pt remained hemodynamically stable. A plastic surgery consult was done in the o.r. The pt was subsequently transferred to regional burn center.